Manufacturer narrative:
Lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported a tecnis 1 multifocal intraocular lens, model zlb00 18.0 diopter, was implanted into a patient''s right eye on (B)(6) 2016. Prior to surgery, the patient notes a general decreased vision from before surgery. Her vision to watch tv is not as good as it used to be and she has trouble reading as well. After surgery, the patient is very disappointed and complains of seeing horizontal and vertical lines. The doctor plans to try a contact lens trial to see if distance visual acuity could be improved by correcting astigmatism, trialing distance only glasses, and could consider refractive surgery if needed. No additional information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.